Event description:
Doctor lifted catheter to dissect and before the dissection could begin, the catheter began to slide. Cuff of catheter was retained in the body. Minor surgery to remove the cuff left a 2 inch gash in pt's neck.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.